Event description:
It was reported that a mis-spike occurred when the customer connected the continuous ambulatory peritoneal dialysis (capd) disconnect y set to the transfer set. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned. Therefore, no device analysis can be performed and no cause was determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.